Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a related report, the home patient (hp) stated her transfer set came undone and drained out solution. Product surveillance contacted the care giver (cg) on regarding the reported problem. The cg stated that the home patient (hp) had not tightened the transfer set all the way and that is what caused it to become undone and leak out some solution. The cg stated the hp has continued therapy and no injury or medical intervention was reported as a result of this incident.